Event description:
It was reported to ge that when the customer scanned a CT pt with either 1 mm or 7 mm slice thickness selected, x-rays would be generated and no image would be displayed. Engineering review of the system showed that the calibration of the system showed that the calibration of the system was out of date. Calibrations were done and the system is now operating correctly. No injury was reported.